Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/30/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h3, h6. H3 investigational summary: the product was returned to eth for evaluation. The visual analysis revelated that one needle suture in two sections and one empty foil were received for analysis. Product code j570. Upon visual assessment of the needle-suture pieces, it was observed open braid and body fluids near to the end of the suture pieces. Besides that, the strand had begun with a degradation process caused by exposure to the environment. The foil packet was examined and no anomalies could be observed. Given the current condition of the returned sample, it is not possible to determine the potential cause of the reported event. Since the sample was received open, the functional test could not be performed due to undetermined exposure time to the environment. No conclusion could be reached as to what may have caused the reported incident. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. As part of eth quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device ubmjrs / j570g batch number, and non-conformances no related to the reported complaint condition were identified. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/2/2025. H6 component code: g07002 - pending evaluation of returned device. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested; the following was obtained: - when were the needles detached/pulled off from the sutures (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify. -received information as following from sales rep via phone today. The suture was broken during use on the patient. A device has been received; however, it has not yet been evaluated. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an eye procedure in (B)(6) 2025 and suture was used. It was reported that the suture was broken when the surgeon attempted to sew the tissue. Total 3 products occurred suture breakage issue. Changed another one to complete the surgery. There were no patient consequences reported. Additional information was requested.